Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to this right ventricular (rv) lead exhibited high out of range pacing impedances. Technical services (ts) was contacted for further review of the stored device data. Ts reviewed stored daily threshold and impedance measurements trend and confirmed the rv pacing impedances appeared to have gradually increased over the past few months to be greater than 2000 ohms. Ts also noted the rv lead exhibited increasing thresholds as well. Ts discussed programming optimization recommendations. At this time, this rv lead remains in service. No adverse patient effects were reported.